Event description:
Physician was performing a turb. Sheath tip reportedly broke off inside pt, causing resectoscope loop to arc and fall apart in pt. Both parts were removed by physician without apparent injury to pt.